Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that after collection with bd vacutainer® sst¿ ii advance plus blood collection tubes, oil gel globules in the serum were observed. This caused clogging of the sample aspiration syringe in the roche cobas 6000. There was no report of patient impact.

Event description:
It was reported that after collection with bd vacutainer® sst¿ ii advance plus blood collection tubes, oil gel globules in the serum were observed. This causes clogging of the sample aspiration syringe in the roche cobas 6000. There was no report of patient impact.

Event description:
It was reported that after collection with bd vacutainer® sst¿ ii advance plus blood collection tubes, oil gel globules in the serum were observed. This causes clogging of the sample aspiration syringe in the roche cobas 6000. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3086050. D.4. Medical device expiration date: 2024-09-30. H.4. Device manufacture date: 2023-03-27. D4. Medical device lot#: 2227691. D4. Medical device expiration date: 29-feb-2024. H4. Device manufacture date: 15-aug-2022. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was not observed. It was noted that centrifuge settings are 4000rpm for 5min. Bd recommended settings are 1300g for 10 min. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of oil gel globules was not observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
There were multiple lot numbers. The information for each additional lot is as follows: d4. Medical device lot#: 2227691 d4. Medical device expiration date: 29-feb-2024 h4. Device manufacture date: 15-aug-2022 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after collection with bd vacutainer® sst¿ ii advance plus blood collection tubes, air bubbles in the gel were observed.this causes clogging of the sample aspiration syringe in the roche cobas 6000. There was no report of patient impact.